Event description:
Inomax dsir monitored 0 ppm with set dose of 5 ppm and 10 ppm when bunnell jet, servo pressure set at 1.9 psi [device misuse] oxygen saturation decreased-mid 80's intermittently, for less than 15 minutes [oxygen saturation decreased]. Case description: this device case report was received on (B)(6) 2015, from a respiratory therapist (rt) in the united states who called the company's customer care and technical services (ts) regarding the setup of inomax dsir# (B)(4) with a bunnell jet. During the discussion, the rt reported that the neonate experienced an oxygen saturation decrease when the neonate was attached to the device. Along with the bunnell jet. Relevant medical history/co-morbidities: date of birth: (B)(6) 2015 at 24 weeks gestation; delivery type (not specified), intubated (nos) at birth, pulmonary hypoplasia, mechanical ventilation (bunnell jet) initially, admitted in critical condition to the neonatal intensive care unit (nicu) with a diagnosis of prematurity. Relevant concomitant medication: not provided. On (B)(6) 2015, at an unspecified time, a male neonate, weighing (B)(6), was born at 24 weeks gestational age with pulmonary hypoplasia. No apgar score information was provided at one, five or ten minutes. No further information was provided about the mother's or father's health or if any health issues were experienced by the mother during delivery, prenatally or intrapartum. The neonate was intubated at birth and admitted to the nicu in critical condition with diagnosis of prematurity. Post intubation, the neonate was placed on a bunnell jet ventilator with fraction of inspired oxygen (fi02) set at 100%, pip (interpreted as peak inspiratory pressure) at 20 em h20 and peep (interpreted as positive end expiratory pressure) at 8 to 9 em h20. On (B)(6) 2015 at 23:00 inomax (cylinder serial number not provided) was started at 20 parts per million (ppm) for pulmonary hypertension via inomax dsir# (B)(4). An echocardiogram may have been performed prior to starting inomax but the rt was not completely sure and no results were provided. A chest x-ray was completed at an unspecified date and time, but no results were provided. On (B)(6) 2015, with the servo pressure on the bunnell jet ventilator set at 1.9 psi and the inomax dose set at 5 ppm, the inomax dsir# (B)(4) measured no (nitric oxide) at 0 ppm. The rt then increased the dose to 10 ppm, but the measured no still "was not climbing above 0 ppm". During that time, the neonate experienced an oxygen saturation decrease to the low 80's from a baseline of the mid to high 90's. It was decided to switch the neonate to conventional ventilation from the bunnell jet, and the switch took 35 minutes. The oxygen saturation decrease to the low 80's from a baseline of mid to high 90's was intermittent and lasted for less than 15 minutes. Prior to switching to conventional ventilation, the neonate was suctioned and no further information was provided. The inoblender was not used. Once he was place on conventional ventilation with the inomax dsir# (B)(4) set at 5 ppm, the neonate's pulse oximetry increased to the mid 90's. The rt reported that the neonate's heart rate did not drop and no other adverse events occurred. Conventional ventilator settings were: "rate" of 2, pressure support (ps) at 8 em h20 and pip at 18. The fi02 value was not provided. Later in the day on (B)(6) 2015, when the rt contacted the company, ts reviewed the bunnell jet setup with the rt and discovered that at the time of the device issue, the servo pressure on the bunnell jet was at 1.9 psi. Ts explained to the rt that it has been shown that servo pressures below 2 psi are below the flow requirements of the dsir and the injector module. If the flow was too low, below 2l/min, the injector module could not detect an accurate flow rate and would not inject any inomax into the circuit. By switching to conventional ventilation with flow rate of 2 1/min, within the flow rates specified for the device, no delivery was per specifications. Inomax dsir# (B)(4) remained in use on the neonate with conventional ventilation. The device was set to deliver a dose of 5 ppm and was functioning as per specifications. The neonate "was doing okay". Pulse oximetry values were high into the 90's. The physician's orders were to maintain pulse oximetry between 90 to 95. In the opinion of the rt, the event of oxygen saturation decrease was related to inomax and the inomax dsir.

Manufacturer narrative:
Device issue with inomax dsir# (B)(4). Evaluation summary: inomax dsir# (B)(4) was not returned to the company for device investigation on (B)(6) 2015 because, at the time of the phone call to the company's technical support, the device was in use on the neonate along with conventional ventilation and the inomax dsir was functioning as per specifications. During the respiratory therapist's conversation with the company, ts reviewed the bunnell jet setup and discovered that the servo pressure on the bunnell jet was at 1.9 psi. According to the operational manual [part no: 20010, rev-05 page 52], it has been shown that servo pressures below 2 psi can result in flow rate below the flow requirements of the dsir and the injector module. Lithe flow was too low, below 2l/min, the injector module could not detect an accurate flow rate and would not inject any inomax into the circuit. Case comment: july 20, 2015: this is a serious, post-marketing device report. A male premature neonate with pulmonary hypoplasia was placed on mechanical ventilation and on inomax therapy for pulmonary hypertension. Inomax delivery was interrupted for approximately 35 min due to the low nitric oxide flow rate dictated by the set low flow rate in the initial ventilator and due to the ventilator switch. The attending respiratory therapist did not utilize inoblender manual back up inomax delivery mechanism during the period of time, which led to "intermittent" oxygen desaturation below the baseline for less than 15 min. The oxygen desaturation was not accompanied with bradycardia or hypotension. The oxygen saturation returned to above the baseline once oxygen delivery and normal delivery of inomax resumed. No other adverse events were reported. The patient remained on inomax therapy at the time of reporting. No inomax or the delivery system dsir deficiency was reported. The 35 min of inomax delivery interruption and the 15 min oxygen desaturation in the patient were entirely attributable to the misuse of the inomax delivery device and the use error by the attending respiratory therapist. The manufacture technical service has clarified the correct use of the inomax delivery device with the mechanical ventilator with the device operator. The patient's underlying pulmonary hypoplasia and prematurity should be considered contributing factors to the oxygen desaturation during the inomax therapy.